Event description:
It was reported that there was "upgrade failure". Follow-up with the physician's office determined that the upgrade failure was due to being unable to get a sheath into the coronary sinus. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was "upgrade failure". Follow-up with the physician's office is being attempted to clarify any issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.